Event description:
Upon completion of surgery, staff observed a seam separation on the base of the sterile battery case. This seam separation allowed exposure of the non-sterile battery to the sterile field. Information reported to company representative.